Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2020 due to high blood glucose. Customer was trying to correct high blood glucose but ran out of insulin. Customer went to the hospital due to ketones and back pain from car accident. Customer had an emergency room visit on (B)(6) 2020 due to car accident. Blood glucose was not provided at the time of the incident. Customer was admitted to the hospital due to multiple reasons. Customer was treated with injections. Customer's spouse declined troubleshooting and just wanted a battery cap replacement. It was unknown if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband was admitted to the hospital due to high blood glucose on thursday. Customer tried top correct his high blood glucose went to the hospital due to back pain but insulin pump ran out of insulin. Customer got new insulin pump and lost battery cap per his wife. Customer's wife declined trouble shooting and or review confirmed that hospital was treating customer with injections at this point. Customer was at the emergency room at tuesday due to a car accident. Insulin pump will not be returned for analysis.